Manufacturer narrative:
Date of event is estimated. A system impedance test measured within the expected range. The ipg was functionally tested and passed all testing. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Regulatory manufacturer report number: 3006705815-2020-00793. It was reported the patient was experiencing ineffective stimulation due to high impedances on both leads. As a results, the patient underwent surgical intervention on (B)(6) 2020 wherein both leads were explanted and replaced. Therapy was restored post-operatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history

Manufacturer narrative:
Information pertaining to a system impedance test and the ipg being functionally tested was erroneously included in the narrative of the initial submission. The reported event of high impedance was confirmed. Microscopic inspection identified a kink in both return lead bodies where all of the internal wires were broken, followed by a cam impression mark. This would have caused the reported event in the field. The fractured wires are consistent with the lead being subjected to overstress while in vivo.